Event description:
It was reported that the pt experienced a change in the stimulation pattern that resulted in inadequate stimulation and an increase in pain. The coverage of the pt's left arm was greater than the coverage experienced in the right arm. Surgical revision of the lead was performed on (B)(6), 2005. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).